Event description:
It was reported that during a flexible ureterorenoscopy (flex urs) using a ncircle tipless stone extractor, one of the wires of the basket ripped while grabbing a stone fragment. It was reported that the basket was removed from the urinary tract and no section of the device remained inside the patient. A second basket was opened and used to complete the case with no adverse effects to the patient as a result of the alleged malfunction. The device will not be returned to the manufacturer, the customer discarded it.

Manufacturer narrative:
E1: phone number:(B)(6). E3: occupation: unknown. G5: exempt preamendment. H6: patient code: no consequences or impact to patient (2199). H6: device code: break (1069) ¿ not labeled. Investigation ¿ evaluation: the complaint device was not received for an evaluation. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, and quality control data. The device history record was reviewed. There were no non-conformances noted that would have caused or contributed to the reported failure mode. A search of complaint records revealed there is one additional complaint associated with the complaint device lot number 9171142. The additional complaint is for a different issue and unrelated to this complaint. The instructions for use (IFU) states the proper warnings, precautions, and instructions for use. According to the precautions section in the IFU: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate the device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. Without a device evaluation, the cause of the reported issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during a flexible ureterorenoscopy (flex urs) using a ncircle tipless stone extractor, one of the wires of the basket ripped while grabbing a stone fragment. It was reported that the basket was removed from the urinary tract and no section of the device remained inside the patient. A second basket was opened and used to complete the case with no adverse effects to the patient as a result of the alleged malfunction. The device will not be returned to the manufacturer, the customer discarded it.